Manufacturer narrative:
Returned product consisted of the guidezilla ii 6f guide extension catheter. The device was visually and microscopically examined. There was blood present in the shaft of the device. At 12cm from the collar, the shaft was kinked. There was a separation of the collar just proximal to the weld plate. The separated ends were jagged, sharp, and bent in opposing direction indicating the separation point was kinked prior to breaking.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. Following pre-dilation, a guidezilla ii guide extension catheter was introduced but failed to cross the target lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was stable. However, device analysis revealed a collar separation.